Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. Additional info: (contact number: ((B)(6)). A getinge field service engineer (fse) was dispatched to evaluate the unit. During the period of the evaluation, fse checked the unit for not charging the batteries, which is being found during weekly checks, and also checked the unit to determine if both battery bays were not charging the batteries, but both the bays were not charging the batteries. Fse disassembled the unit to gain access to the power management board, installed a new power management board - pcba, cardiosave rohs power management, then reassembled and tested the unit to confirm that the batteries are charging now ran the unit. They had done a complete calibration and electrical safety tests where the unit meets factory specifications while the unit was returned to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's batteries don't charge when plugged into the ac power. There was no patient involved.